Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet in conjunction with a g7 cgm, with a reported blood glucose value of 331 mg/dl and concern for a discrepancy between cgm and fingerstick readings; troubleshooting addressed meal announcement protocol, low glucose treatment practices, and cgm calibration, and reports were reviewed. Symptoms included hyperglycemia. Outcomes included return of glucose values to target range following user education and calibration. Investigation included review of device data and user-guided calibration and use instruction. Investigation of this case revealed no device malfunction, with contributing factors likely related to use errors around meal announcements and low treatment that preceded rebound hyperglycemia, and potential cgm calibration variance. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors and glucose sensor discrepancy rather than ilet hardware failure.